Event description:
Healthcare professional reported a patient was injected with juvéderm® voluma® with lidocaine, juvéderm® volift® with lidocaine, and juvéderm® volbella® with lidocaine in the upper/mid face regions. Patient later experienced a non-device related mild sinus infection that was treated with oral augmentin duo forte. Event would resolve 5 days after onset. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00898 (allergan complaint #(B)(4)) and MDR ID# 3005113652-2023-00907 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm® voluma® with lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of sinus infection, deemed not device related, is considered an unexpected adverse drug experience.